Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer disabled", "defib disabled", and "pacer fault 122" messages. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the capacitor on the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. The analog board was also replaced as a part of the repair process. The boards were scrapped after testing. The device was recertified returned to the customer. Analysis of reports of this type has not identified an increase in trend.